Event description:
During an endoscopic electrosurgical procedure for the removal of a cecal lipoma and a distal sigmoid colon adenoma, a complication was encountered involving a single-use ligating device loop. The device became severely twisted within its membrane, which compromised its function. As a result, the surgical team altered the technique to continue and complete the procedure. There were no reported injuries or adverse outcomes for the patient.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.